Event description:
According to the customer's allegation, the battery fell from the maxi sky 600 ceiling lift to a few centimeters from a patient's face during care activities performed by a caregiver. No injury was reported. After the event, an arjo representative was called to inspect the involved device. When the service technician arrived at the customer's site, the battery was outside of the device. The technician tried to recreate the alleged malfunction by performing several tests on the device. The technician was shaking the cassette and was hitting it with a force on the end stopper located at the end of the rail. During a first time nothing happened but at the time of the second attempt, the battery slipped a few centimetres without falling from the device and the cover of the device unclipped. Following the information provided after the inspection, the battery support was missing and one of the screws was oxidized. The faulty part of the ceiling lift was replaced and additional function tests were performed. No device problem occurred after the conducted repair.

Manufacturer narrative:
According to the customer's allegation, the battery fell from the maxi sky 600 ceiling lift to a few centimeters from a patient's face during care activities performed by a caregiver. No injury was reported. After the event, an arjo representative was called to inspect the involved device. When the service technician arrived at the customer's site, the battery was outside of the device. The technician tried to recreate the alleged malfunction by performing several tests on the device. The technician was shaking the cassette and was hitting it with a force on the end stopper located at the end of the rail. During a first time nothing happened but at the time of the second attempt, the battery slipped a few centimetres without falling from the device and the cover of the device unclipped. Following the information provided after the inspection, the battery support was missing and one of the screws was oxidized. The faulty part of the ceiling lift was replaced and additional function tests were performed. No device problem occurred after the conducted repair. The batteries in the maxi sky 600 ceiling lift are placed inside the housing and are secured by the battery support attached to the housing with the screws. The device can be easily moved along the installation rails. Depending on the configuration, this movement can be provided by operating the handset or by moving the lift manually thorough the rail. Based on the post-market surveillance data review it can be concluded that several factors can contribute to the battery falling out of the ceiling lift: the battery is not secured into the device, cover of the ceiling lift is not secured, there was a violent impact while manually moving the device. The customer informed that the battery fell out from the device during its usage but the service technician who inspected the equipment could not recreate the malfunction. It is known that the battery support was missing and that one of the screws was oxidized. However, it is not known as a result of what circumstances the battery support was missing. The history for the ceiling lift was reviewed and it was noted that the casing of the ceiling lift was replaced during the service, which took place in 2021, because it was damaged. Unfortunately, it is not known what type of damage it was. It can be assumed that the potential lack of battery support may have occurred as a result of the service performed, but this is only the assumption that we are unable to confirm due to limited data available. In case of the current complaint a hypothesis could be that if one of the screws was oxidized and the battery support was not in place, then as a result of impact applied by the caregiver to move the ceiling lift along the installation, the battery may have become dislodged and fell out of the ceiling lift. The instructions for use for the maxi sky 600 ceiling lift (document number: 001.14151.33.en) in the "safety instructions - important safety directions" section instructs the user to "always ensure that violent impact during transfers is avoided". The oxidized part and lack of battery support can be considered factors contributing to the reported malfunction. To conclude, the customer reported that the battery fell out of the arjo maxi sky 600 ceiling lift while the device was being used with a patient. From that perspective, the device did not meet its performance specification. The complaint was decided to reportable due to the customer's allegation that the battery dislodged from the ceiling lift. No injury was sustained.